Manufacturer narrative:
(B)(4). Information was received via uf medwatch report # (B)(4).

Event description:
It was reported that the peel-away sheath over dilator unit was threaded over the wire during PICC catheter insertion. The dilator and wire were removed. The PICC was inserted to the pre-measured 44cm. The wings of the sheath were snapped as per manufacturer instructions. One wing broke off from the sheath and the sheath did not split as it was supposed to. The sheath was removed from the venipuncture site, forceps were used to complete the sheath split and reinsert the PICC fully to the premeasured 44cm. The catheter with the sheath was pulled back 10cm and the sheath was manually split and removed. The catheter was reinserted to full measurement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings . However, this sheath is being investigated for the same issue. Therefore the probable cause of this complaint issue is manufacturing related. Further investigation has been initiated at the manufacturing site.